Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. The customer stated that the batteries were need to be changed more often, and every time they change the battery they have to reprogram the insulin pump. The customer stated that there have been times the insulin pump would not except a new battery. The customer's mother decline troubleshooting with technical support. The insulin pump will not be returned for analysis.